Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine leaked from the catheter due to the catheter being damaged.

Event description:
It was reported that the urine leaked from the catheter due to the catheter being damaged.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened, used silicone catheter present. A visible lateral tear, 0.0980" in length, was visible along the catheter shaft approximately 0.4440" from the catheter trifurcation. The boundaries of the tear were jagged and appeared to have been cause by excessive force. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "bard® silver lubri-sil® foley tray single use only. [Warnings] method for use: when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. [Fragment of the balloon or segment of catheter may remain in the bladder.] Do not pull the catheter hard.[the catheter including a balloon may be damaged or the bladder/urethral mucous membrane may be injured.] Since it may be difficult to remove catheter even after balloon deflation in some cases, the catheter should be removed under the physician¿s instructions by reference to the section ¿troubleshooting¿. When deflating balloon, allow balloon to deflate on its own; do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the balloon cannot be removed.]·when catheter with temperature-sensing is used, this product should never be connected to temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Applicable patients use with great care for patients with disturbance of consciousness, etc. [When patient removes catheter unconsciously, the mucosa of the bladder and urethra may be damaged, balloon may be ruptured, catheter may be broken, and catheter fragments may be left behind in the bladder.] Released 2. [Contraindications & prohibitions]. Method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] No substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] do not wipe catheter surface with organic solvents such as alcohol.[the coating on the device may come off.] [Shape, configuration and principles] bard® silver lubri-sil® foley tray consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls and vinyl gloves. Some catheter types of the device may have a temperature sensor for measuring patient¿s core body temperature and there are several types of closed drainage bags. The bag included in the tray will depend on the product. The surfaces of the catheter are coated with a minute amount of metallic silver and further coated with polyurethane, having antiproliferative effects on microorganisms on the catheter. <material>. Balloon catheter: silicone; silver coating. This product is made with bacti-guard® silver alloy coating. <shape>. Product numbers, sizes etc. Relevant to this package insert are shown in package labeling. 1. Balloon catheter. Foley catheter. Released. 3 temperature-sensing catheter. 2. Accessories closed drainage bag. (The illustration shows one example of typical configurations.). Without accurate urine meter with accurate urine meter. Foley catheter. Round urine bag. (Contains natural rubber). (Does not contain natural rubber). Temperature-sensing. Catheter. Complete care type bag. (Does not contain natural rubber).. Complete care type bag (does not contain natural rubber). Released. 4. [Intended use & effect- efficacy]. The device combines a disposable catheter that is designed to be placed in the bladder mainly for the purpose of urinary drainage and a urine drainage bag. [Directions for use] 1. Method of use 1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. 2) lubricate the catheter shaft with the lubricant jelly. 3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. 4) pull the catheter slightly to seat the balloon at the level of the bladder neck (when catheter with temperature-sensing is used, connect lead wire to monitor through extension cable or relay cable). 5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. 2. Precautions for use 1) to secure a sterile field for the procedure, spread a clean wrapping paper first. 2) place waterproof sheet beneath patient¿s buttocks. (Fig. 1) 3) put on sterile gloves. Open tray and place it on the wrapping paper. (Fig. 2) fig.1 fig.2 4) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (Fig. 3) 5) lubricate catheter shaft with water-soluble lubricant packaged in the tray. (Fig. 4) syringe prefilled with sterile water water soluble lubricant antiseptics: bard® 10% povidone-iodine solution, tweezers, waterproof sheet, cotton balls, gloves, released, 5 fig.3 fig.4, 6) carefully insert catheter into the urethral meatus, and advance it until the balloon enters the bladder. Using a syringe packaged in the tray, gently infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. Inject entire amount of water contained in the syringe. Water should not remain in the syringe after infusion. (Fig. 5) fig.5 never inflate a balloon without first establishing urine flow which assures that the catheter is in the bladder and there are no obstructions to urine flow. 7) pull catheter slightly to seat the balloon at the level of the bladder neck and secure placement. Fix the drainage bag to the bed properly. (Fig. 6) 8) fix the outlet tube of drainage bag to the bed sheet using clips to ensure that there is neither twist nor kink in the tube. (Fig. 7) fig.6 fig.7 9) to deflate balloon and remove catheter, gently insert a luer tip (needleless) syringe in the inflation valve. Even without aspiration, sterile water in the balloon will come out released. 6 spontaneously through balloon deflation. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. <direction for use bard® ez-lok® sampling port> bard® ez-lok® sampling port accepts a luer-lock or slip tip syringe. Do not penetrate the ez-lok® sampling port with a needle. 1) occlude drainage tubing a minimum of 10 cm below the sampling port by kinking the tubing until urine fills the tubing up to near (slightly above) the sampling port. 2) swab surface of site with antiseptic wipe. 3) using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port. Press the syringe firmly and twist gently to lock the syringe onto the sampling port. (Fig. 8) fig.8. 4) aspirate desired volume of urine. After sampling, ensure that the rubber stem of the sampling port has returned to its original position. 5) after sampling, unkink tubing. [Precautions]. 1. Precautions for use (exercise caution when using the device in the following patients). ·a part of round urine bag (indicated by an arrow) contains natural rubber. Natural rubber may cause allergic symptoms including itching, redness, urticaria, swelling, fever, dyspnea, asthma-like symptoms, decreased blood pressure, shock, etc. When such symptoms appear, use of the device should be stopped immediately, and consult the attending physician so that appropriate measures should be taken. ·exercise caution when using the device in patients with high urinary calcium levels as released. 7 encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions. ·read all instructions for use prior to use and follow them. ·this product is a medical device for qualified physicians, and should not be used for any other purpose. ·this product is a disposable, supplied sterile. If package is opened or expiration date has passed, do not use. Do not resterilize. ·ensure that all the components are contained in the tray kit. ·for instructions regarding other medical equipment and/or medication used in conjunction, refer to the appropriate manufacturer ifus. ·for patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. ·exercise caution when using the device in patients with known allergy to silver coated catheter. ·when abnormal resistance is encountered in inserting catheter, do not use excessive force, and remove the catheter to find out the cause of difficulty in insertion. ·when inflating balloon, use sterile water of the prescribed capacity labeled on the valve. If the valve is labeled as 10 ml/cc, use 10 ml of sterile water. ·do not aspirate urine through drainage funnel wall. ·do not penetrate the ez-lok® sampling port with a needle. ·since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. ·when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. ·avoid excessive force on the connecting parts as they may be accidentally disconnected due to the weight of the drainage bag etc. And may cause urine spill. ·to inflate or deflate the balloon, use a luer tip (needleless) syringe. In deflate the balloon, do not aspirate or manually accelerate the deflation of the balloon. If difficult to come out the water spontaneously, refer to ¿troubleshooting¿ as follows. <temperature-sensing catheter> ·do not stretch this catheter as dislodgement of lead wire as temperature probe may cause improper temperature measurement. ·when endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. ·do not wet the lead wire and the junction with relay cable. ·this catheter is compatible only with monitors requiring ysi 400-series type temperature probes. ·always use the relay cable sold separately for connecting the lead wire of this catheter to the monitors. < MRI safety > a part of catheter with temperature-sensing contains electrically conductive material. Therefore, the following cautions are needed when MRI is used for the patient who placed catheter in. ·for patients with the device placed, safety under the following conditions is confirmed: - static magnetic field of 3-tesla or less with regard to magnetic field interactions. - maximum mr system reported whole-body-averaged specific absorption rate (sar) of 3.5-w/kg at 1.5- or 3-w/kg at 3-tesla for 15 minutes of scanning. Released 8 · the position of the wire of the foley catheter with temperature sensor has an important effect on the amount of heating that may develop during an MRI procedure. Accordingly, the foley catheter with temperature sensor must be positioned in a straight configuration down the center of the patient table (i.e., down the center of the mr system without any loop) to prevent possible excessive heating associated with an MRI procedure. ·importantly, the MRI procedure should be performed using an mr system operating at a static magnetic field strength of 1.5-tesla or 3-tesla, only. The safe use of an mr system operating at lower or higher field strength for a patient with a foley catheter with temperature sensor has not been determined. ·if the foley catheter with temperature sensor has a removable catheter connector cable, it should be disconnected prior to the MRI procedure. ·remove all electrically conductive material from the bore of the mr system that is not required for the procedure (i.e., unused surface coils, cables, etc.). ·keep electrically conductive material that must remain in the bore of the mr system from directly contacting the patient by placing thermal and/or electrical insulation (including air) between the conductive material and the patient. <troubleshooting> ¿if you need to disconnect the outlet tube: foley catheter is attached to the outlet tube connecter with a sample port, and the connecting part is covered with red seal (tamper-evident seal). Be careful if it becomes necessary to disconnect the catheter from the connector, as disconnection will increase infection risks. Prior to disconnection, remove the seal by grasping the tab at the end of the seal (an arrow) and pulling along perforations. (Fig. 9) fig. 9 ¿if you have difficulty removing the catheter: when it is difficult to remove catheter by deflating the balloon (expressed as ¿removal-difficult case¿ hereinafter), take appropriate measures according to the following procedures under urologist¿s guidance. The following two methods are available for removal-difficult cases. A. Non-rupture method (sterile water is withdrawn without bursting the balloon.) B. Balloon-rupture method with balloon-rupture method, fragments of the ruptured balloon are more likely to be separated from catheter to remain in the bladder. Therefore, try non-rupture method first. Released 9 a. Non-rupture method 1) if sterile water in the inflation lumen does not easily drain, do not aspirate with the syringe. Instead, leave it attached to the valve and allow time to wait for spontaneous drainage. Never pull on the syringe. 2) if situation wouldn't be improved with 1), inject an additional amount of sterile water into the inflation lumen. 3) if situation wouldn't be improved with 2), sever the inflation funnel of valve. (Fig. 10) fig. 10 4) if situation wouldn't be improved with 3), sever the extracorporeal part of catheter while fixing it with a kocher, etc. So as not to push the cut end into the urethra. (Fig. 11) insert an indwelling needle of appropriate caliber into the inflation lumen, and retry gentle pumping, if necessary. (Fig. 12) fig. 11 fig. 12 5) if situation wouldn't be improved with 4), insert a fine steel wire through the inflation lumen of catheter. (Fig. 13) fig. 13 b. Balloon-rupture method 1) the balloon is allowed to burst by injection of a large amount of water. 100-200 ml/cc of lukewarm water or physiological saline is infused into the bladder in advance, and after rupture of the balloon, the inside of the bladder is irrigated thoroughly for prevention of chemical-induced inflammation. (Fig. 14) fig. 14 2) if situation wouldn't be improved with 1), attempt following procedures. A) under the radioscopic observation, infuse a contrast medium into the bladder, and released 10 burst the balloon by suprapubic puncture of the bladder. (Fig. 15) fig. 15 b) in male patients, while confirming the location of the balloon under ultrasonographic guidance, burst the balloon by puncture with a long needle from the perineal (or suprapubic) region or through the rectum. (Fig. 16) c) in female patients, since the urethra is straight and short, burst the balloon by insertion of a long needle along the urethra. (Fig. 17) fig. 16 fig. 17 after removal with the balloon rupture method, the balloon should be carefully inspected for any fragments detached from the catheter. If any possibility of a retained balloon fragment exists, consider removing them using a cystoscope. 3. Malfunction and adverse events 1) malfunction - catheter kinking, damage, rupture - difficulty or failure to remove the device - occlusion of catheter inner lumens - encrustation - accidental removal of the device due to leakage of sterile water or balloon rupture - device damage due to inappropriate use <temperature-sensing catheter> - failure to measure temperatures - improper temperature indication 2) adverse events - urinary-tract infection - hemorrhage, hematuria - allergy reaction to the device - calculus formation - edema released 11 - pain - discomfort - injury of bladder or urethral - urethritis, urinary incontinence - retained balloon fragments 4. Precautions for infection or contamination ·visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. ·use this device immediately after opening the package. After use, handle and dispose of in accordance with accepted medical practice and applicable regulations. [Storage method and expiration date] 1. Storage store in a dry, cool place avoiding direct sunlight. 2. Expiration date indicated on the direct package and the outer box. [Packaging] 10 pieces or 5 pieces [name and address of the marketing authorization holder and manufacturer] licensed marketing approval holder: medicon inc. 5-8 hiranomachi, 2-chome, chuo-ku, osaka +81(6)6203-6541 (reception) foreign manufacturer: c.r. Bard, inc. Country of manufacturer: malaysia. Bard, ez-lok and lubri-sil are trademarks and/or registered trademarks of c.r.bard, inc. Bacti-guard is a registered trademark of bactiguard ab. Foley tray is a registered trademark of medicon inc. Bacti-guard ® silver alloy coating is licensed from bactiguard ab." H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.